Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was diminished sensing from the patient's right ventricular (rv) lead. At a device check about a month later the sensing vector was reprogrammed. Three days later there was oversensing of short v-v intervals and elevated sensing integrity counter (sic) that tripped the lead integrity alert. Reprogramming is being considered for a future visit. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.